Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle three, the patient's ultrafiltration reading was 1609ml. This indicates that the home patient (hp) drained 1609ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detected and a use error, as the clinician inappropriately set the minimum drain volume percent setting too low. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.